Event description:
It was reported that this implantable defibrillation lead exhibited noise with oversensing. It was also noted that the sensing measurements were low along with varying impedance measurements and increased threshold measurements. No adverse patient effects were reported and further follow-up was planned for a later date.